Event description:
The account reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, the lens was exchanged for a 20.0 d crystalens (note: the original lens implanted was a 17.25 d crystalens). The reason provided for the lens exchange was "wrong size". The lens was exchanged successfully and the pt's prognosis is good. Add'l info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: the device will not be returned, however, the event was attributed to an incorrect diopter selection.